Manufacturer narrative:
This report is for unknown synthes pedicle screw/rod system (uss). Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown synthes pedicle screw/rod system (uss). PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: yee, a. Et al (2008), do patient expectations of spinal surgery relate to functional outcome?, clinical orthopaedics and related research, vol. 466 (5), pages 1154-1161 (canada). The aim of this study is to evaluate the short-term satisfaction and outcomes of patients undergoing posterior lumbar spinal surgery for degenerative conditions. Between 1998 and 2002, a total of 155 patients (male: female ratio - 1:1) who had back/buttock and/or lower extremity pain of spondylogenic origin failing 6 months of non-surgical therapies underwent spinal decompression and/or spinal fusion using the synthes pedicle screw/rod system (uss). The mean age of the patients was 52 (range: 18¿85) years. The duration of follow-up was 6-week postoperative for decompression and 1 year for fusions. The following complications were reported as follows: 2 cases of pseudarthroses. 1 case of pedicle screw misplacement. 3 cases in which medical comorbidities were believed to be contributing factors as to why surgery did not meet overall expectations of the patients. This report is for an unknown synthes pedicle screw/rod system (uss). It captures 1 case of pedicle screw misplacement. This is report 2 of 2 for (B)(4).